Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units. The pump showed a fill estimate of 105 units, whereas the caller expected around 300 units. The customer resolved the issue by reloading the same cartridge. There was no reported impact to the customer¿s blood glucose level. Tandem technical support advised the caller to contact them for further troubleshooting if the issue reoccurs.